Event description:
It was reported that the surgeon implanted the proximal implant post and everything was good. He moved to the distal side and prepared the joint and bone as per the surgical technique. He then implanted the distal screw and it was too small in diameter to make cortical purchase. The surgeon proceeded to place headless compression screws on either side of the implant.